Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has awaken at random times in the past with low blood glucose levels. Lowest blood glucose level was reported at 40mg/dl. The customer treated by eating bread and peanut butter, and the issue resolved.